Event description:
It was reported that high impedance was observed as the result of a normal mode diagnostic test. It was noted that the patient's magnet swipes were no longer effective in aborting his nocturnal seizures and it was unclear if this was related to the high impedance. The physician was informed that a system diagnostic test was needed to truly evaluate if a lead fracture was present. The patient was referred for x-rays however they have not been received by the manufacturer. The patient was being referred for a lead and generator replacement however no surgical interventions are known to have occurred to date. No additional relevant information has been received to date.

Event description:
Further evaluation of the x-rays were performed. It was confirmed that the lead pin appeared to be fully inserted into the generator. Review of the lead identified that there was a strain relief bend however there was not a strain relief loop present as described in labeling. A fracture in the lead was confirmed in the portion of the lead near the strain relief bend and electrodes.

Manufacturer narrative:
Describe event or problem: "x-rays were reviewed by a company representative who identified a potential lead fracture in the portion of the lead in the neck. "

Event description:
X-rays were reviewed by a company representative who identified what a appeared to be a lead fracture in the portion of the lead in the neck. The patient was being referred for surgery to replace the lead however no surgical interventions are known to have occurred to date.